Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the main alarm failed, and it was suspected that there was a fault with the motherboard or the speaker. The km reported that the customer declined to have the device serviced by philips, and that the customer was seeking a third-party repair service. The km reported that the device was not returned to service. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.